Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a circular artifact in images, which persisted after a system reboot. The philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse confirmed ring artifacts were present on image data. The fse evaluated the system and determined there was a crack in the compensator of the a-plane collimator. The fse replaced the compensator to resolve the issue, and performed system calibrations. The system was returned to the customer for clinical use. This issue has been determined not to be a reportable event.